Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cholecystectomy procedure, the bag was torn. Another bag was used to resolve the issue and complete the procedure. There was no patient injury.